Event description:
The physician was attempting to stop bleeding by using the resolution clip. Two other attempts with two other devices from the same lot number had failed. Staff obtained this device (different lot #) and the doctor tried again to use the clip. However, the clip did not function when the doctor tried to deploy it. The clip was not used. The bleeding site was rinsed with saline & the bleeding subsided on its own. There was no patient harm.====================== health professional's impression======================they do not know.====================== manufacturer response for clip, resolution clip======================we are awaiting the manufacturer's report.